Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient¿s spouse on (B)(6) 2016. During the initial call, the patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 10:51 pm. The patient reported obtaining blood glucose readings of ¿175, 103, 115, 36 and 203 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient claimed that immediately prior to obtaining the alleged inaccurate results, he developed symptom of feeling ¿shaky¿ and obtained a blood glucose result of ¿38 mg/dl¿. During the follow-up call, the patient¿s spouse confirmed the patient treated himself with a glucose tablet and food in response to the symptom. The patient¿s spouse informed the mss that the patient adjusts his diabetes medication (unknown type and dose) based on blood glucose results and attributed the onset of the patient¿s symptom to a combination of the meter issue and diet. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.